Manufacturer narrative:
The drill was received by the manufacturer, and the complaint was confirmed. Internal components were evaluated and an o-ring was found to be displaced. Preventing a valve from seating properly and stopping the pneumatic air flow to the drill. This issue will result in the drill continuing to operate, even when the trigger is not activated. The drill was repaired and additional preventative maintenance was also performed. The device was returned to the user facility.

Event description:
It was reported that during testing conducted at the manufacturer, the drill operated when the trigger was not activated. This event did not occur in a surgical environment, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.